Event description:
Received information the patient was experiencing trouble recharging her device. Patient was advised to use the antenna locate feature which she did and then the screen showed a power on reset mode. With help from medtronic's technical services, the power on reset was cleared and the normal recharging screen was available. She was advised to recharge fully at this time. Patient states following a fall down the stairs about a year ago, the ins tilts in the pocket. Hcp checked the ins after the fall and it has worked since the fall. After the fall, the ins was only reprogrammed once. Patient has a follow up appointment with her hcp tomorrow and will mention the trouble she had recharging. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).